Event description:
Asr revision; asr xl - left; reason(s) for revision: alval / soft tissue reaction, pain, noise.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision to take place on (B)(6) 2013; asr xl - left. Reason(s) for revision: alval / soft tissue reaction, pain, noise. (B)(4). (B)(6). Update received april 24th, 2013 revision date amended. Asr revision cancelled until further notice. Update: amended revision date. Received: (B)(6) 2013. We have been advised that the above patient's revision surgery scheduled for (B)(6) 2013 was cancelled and has now taken place on (B)(6) 2013. Update - added surgery date taken from claimsuite dated (B)(6) 2013. Update received 21st october 2014. Queried revision date and reason. Partial confirmation received 28 october 2014. Original date and revision reason are correct: new info. Is for a second revision. Product stickers received 31st october 2014. Patient dob added: (B)(6) 1943.